Event description:
It was reported that balloon rupture occurred. A 4.0x220x150 (4f) sterling balloon catheter was advanced for dilation. However, balloon ruptured before it was inflated to the nominal bar. The procedure was completed with another of the same device. No patient complications were reported, and the patient status was stable.

Manufacturer narrative:
Returned product consisted of a sterling balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a longitudinal tear in the balloon 87mm from the tip and is approximately 14mm long. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed there is a longitudinal tear in the balloon.

Event description:
It was reported that balloon rupture occurred. A 4.0x220x150 (4f) sterling balloon catheter was advanced for dilation. However, balloon ruptured before it was inflated to the nominal bar. The procedure was completed with another of the same device. No patient complications were reported, and the patient status was stable. It was further reported that the target lesion was 75% stenosed and was located in the non-tortuous and severely calcified distal superficial temporal artery to quadrigeminal segment. The balloon ruptured during the fifth inflation and was removed completely from the patient.

Event description:
It was reported that balloon rupture occurred. A 4.0x220x150 (4f) sterling balloon catheter was advanced for dilation. However, balloon ruptured before it was inflated to the nominal bar. The procedure was completed with another of the same device. No patient complications were reported, and the patient status was stable. It was further reported that the target lesion was 75% stenosed and was located in the non-tortuous and severely calcified distal superficial temporal artery to quadrigeminal segment. The balloon ruptured during the fifth inflation and was removed completely from the patient.